Event description:
It was reported that this right atrial (ra) lead exhibited a non specific product performance issue at the time of current changed out. This lead remains in service. No adverse patient effects were reported. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).